Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to have one broken grip cable at the proximal end in the housing. The grip cable was broken near the backend pulleys. As a result of the broken cable, the tension was lost and could not open clip applier. The clamping pulleys did not exhibit signs of corrosion/residue that would have contributed to the broken cable. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, they were unable to open the medium-large clip applier instrument once the clip was inserted. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when they went to use the clip applier, they could not move the tip to apply the clip. The issue occurred when they were trying to apply the clip. There was no patient harm and they were able to complete the procedure as planned. The reporter was unable to provide any additional information.